Manufacturer narrative:
(B)(4).

Event description:
A philips fse generated a case reporting that the device gave errors intermittently. No failure was found, but shock button failed opcheck warnings were observed upon inspecting the logs. No patient involvement was reported.